Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal proximal release stent was implanted in the oesophagus to treat an 11cm malignant lesion during a stent placement procedure on (B)(6) 2016. Reportedly, the patients anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, the physician reported that the stent is labeled 150mm; however, during the procedure, the physician measured the stent three times on the imaging and found out that it was 120mm in length and it was short for the required placement. Reportedly, the physician repositioned the stent to the gastro-esophageal junction to complete the procedure. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.